Event description:
During an in clinic follow up, episodes of inappropriate shocks due to supraventricular tachycardia (svt) were observed on the device. The device was behaving according to programmed settings. The device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.